Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 410mg/dl with abdominal pain, polyuria, polydipsia, nausea and dizziness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: a review of the black box showed an auto off alarm occurred at 11:54 on (B)(6) 2017 and deliveries never resumed. The last bolus delivery was a 1.0 unit normal bolus at 16:01 on (B)(6) 2017. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. The complaint could not be confirmed or duplicated.